Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomaly noted. Unit was programmed and monitored for 2 days. No blank display or unexpected restart noted. No stuck button alarm noted. However, unit had intermittent button response on the right arrow and down arrow buttons due to moisture damage on the keypad traces. The electronic assembly and motor had moisture damage. Unit had minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. Unit also had a corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's buttons hardly responded. Only the button in the middle worked well. While priming, the load button almost gave no respond. The up, down, left, and right arrow buttons had the same issue. The insulin pump shut itself off and started again two time for no reason. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.